Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - head. Reported event was unable to be confirmed due to limited information received from the customer. The single, undated xray provided that is reported to be after the initial post- op surgery at which the date is unknown. Hcp review of the xray would not enhance the investigation. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical product: catalog #: 11-210062, explor 7x26mm impl stem w/scr, lot # 275050. Report source: netherlands. The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-00081. Unknown if product will be returned.

Event description:
It was reported that after examination of radiographs, it is indicated that the head is loose. Subsequently, the patient had a revision about a month ago. Attempts have been made and there is no further information at this time.